Event description:
A report received from a clinical study in another country indicated that a subject suddenly died of an unknown cause eight months after implantation of a cypher stent in the proximal left circumflex coronary artery. The vessel was a de novo, concentric, tubular, moderately calcified, but not flexed. The diameter of the vessel was 3.0mm and the lesion length was 12mm with was 92.2% stenosis. Vessel classification was type b2. The percutaneous coronary intervention was an elective procedure, and the femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.0/20mm) at 9atm. Inflation time was unknown. Cypher 3.0/18mm was implanted at 12atm for 31-60 seconds at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Intravascular ultrasound (ivus) was conducted and there was no problem regarding this implant and the product. Coronary angiogram (cag) was conducted three to four months post implantation and there was no abnormality observed. The implanted cypher was patent. But the patient suddenly died nine months after implantation of the cypher stent. The patient had visited the hospital (probably for a routine check up). There was no report of any complaints of any symptoms. An autopsy was not performed. According to the physician, the cause of death is unknown and doubts that the patient died from a cardiac problem. Therefore, the cause of death is not related to the cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.